Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results for two patients. Results as follows: patient: 2, inratio: 2.1, lab: 8.2; patient: 3, inratio: 0.9, lab: 3.7. Therapeutic ranges: unknown. Customer received replacement strips and stated that they seem to correlate well with the lab. Customer went back to the original box of strips and continued to obtain discrepant results. No patient specific information provided.